Manufacturer narrative:
Product event summary: analysis found the programmer started up with a black screen; it was noted the vga (video graphics array) output was working. Programmer showed an error code. Programmer started up in a demonstration mode. Analysis also found the handle was broken. It was also noted the programmer had been opened by an unauthorized person. Some screws were missing and other screws were in the wrong place, some parts (including the company logo button and foot from display) were missing, power supply was mounted with two different screws (3x aluminum, 2x stainless steel and one screw missing), the touch screen was from a wireless programmer but the programmer is not a wireless programmer, some screws from the lem (link electronic module) printed circuit board assembly were missing and other screws were in the wrong place, some screws and spacers from the mpu (main processor unit) printed circuit board assembly were missing, two screws were loose in the programmer, one on the lem board and one on the mpu board; wiring behind the lcd (liquid crystal display) screen was fitted the wrong way, lcd screen mounted with some wrong screws and two screws were missing, f lex cable connector terminal on the lcd screen was broken (the flex cable fit loose in the connector terminal), flex cable was broken, lower hinges were worn out, lower bullets were broken, ECG (electrocardiogram) connector terminal was loose on the lem board, key board and the keyboard cover were missing, left keyboard hinge was broken, stylus was missing, and release pins from the card bus connector terminal were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported when the programmer was on, the screen stuck on the software page. It was also noted the keyboard was missing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported the programmer cannot be opened. White screen was seen. It was also reported the handle is broken. The programmer is expected to be returned. There was no patient involvement.